Event description:
It was reported that the balloon was introduced 3-4 times before it ruptured at 8 atm. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. One pta balloon without a balloon guard was returned. The balloon had two kinks on the catheter with the first kink 56cm from the tip and the second kink was approx 10cm from the tip. The patency of the catheter was checked and achieved with no problem. The bifurcate and the shaft appeared intact. The balloon was folded down to two wings. There was fiber bunching and frayed fibers on the balloon approx 5.8cm from the distal tip. The balloon was inflated with air approx 5.6cm from the tip. The split measured approx 8mm in length. It is unk if the bunching caused this longitudinal split. It was reported that the pt had calcified vessels. Calcified vessels are known to contribute to balloon ruptures. The investigation is confirmed for balloon rupture. Definitive root cause is unk. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.